Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she experienced hyperglycemia. The customer reported that she had high blood glucose levels of 32 mmol/l. The customer stated that the sensor was giving the wrong reading and showed that she was at 7 mmol/l. The customer did not mention any form of treatment. Troubleshooting was not completed during the call. Product is not expected to return for analysis.